Event description:
It was reported that during a pulmonary vein isolation (pvi) and posterior wall procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. After ablating the veins and posterior wall with the farawave catheter, a 2mm endocardial flap was visible on the posterior wall. It was noted that the guidewire was not seen out of the catheter during manipulation of the catheter and the physician reportedly attempted to be very careful during maneuvering of the catheter. The procedure was completed with the original device. The catheter is not expected to be returned for analysis as it was disposed. It was further reported that the flap on the posterior wall was noticed after the devices were inserted. The patient was stable and closure was fine. Besides there being a flap on the posterior wall, there were no further patient complications. Original device was used to complete the procedure. The flap on the wall was not noticed until the end of the procedure.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of most probable lots were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the event of myocardial trauma is an event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of myocardial trauma is a known inherent risk of the farawave device. Myocardial trauma is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) and posterior wall procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. After ablating the veins and posterior wall with the farawave catheter, a 2mm endocardial flap was visible on the posterior wall. It was noted that the guidewire was not seen out of the catheter during manipulation of the catheter and the physician reportedly attempted to be very careful during maneuvering of the catheter. The procedure was completed with the original device. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) and posterior wall procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. After ablating the veins and posterior wall with the farawave catheter, a 2mm endocardial flap was visible on the posterior wall. It was noted that the guidewire was not seen out of the catheter during manipulation of the catheter and the physician reportedly attempted to be very careful during maneuvering of the catheter. The procedure was completed with the original device. The catheter is not expected to be returned for analysis as it was disposed. It was further reported that the flap on the posterior wall was noticed after the devices were inserted. The patient was stable and closure was fine. Besides there being a flap on the posterior wall, there were no further patient complications. Original device was used to complete the procedure. The flap on the wall was not noticed until the end of the procedure.